Manufacturer narrative:
Evaluation: fowler.

Event description:
It was reported by service report that the fowler will not go down and there is oil leaking onto the floor. No patient involvement or adverse consequences are reported.